Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported that one of her leads was damaged and was replaced. The patient was uncertain as to which lead was replaced or what type of damage had occurred. Further information was requested from the local field representative who reported that this patient's right atrial (ra) lead was damaged due to a subclavicular crush. Subsequently, a lead revision/replacement procedure was performed and this ra lead was surgically abandoned. A competitor's lead was successfully implanted. No adverse patient effects were reported.